Event description:
It was reported that post-sensed t-wave oversensing was observed via remote transmission. The patient was asymptomatic. The device was reprogrammed successfully and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.